Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure. The intended lesion was in the mid lad, had severe ca lcification, mild tortuosity, and was 100% occluded (cto). No damage noted to packaging, no issues when removing device from hoop. Device was inspected, and negative prep performed with no issues. The lesion was pre-dilated, and the device did pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. It is reported that stent dislodgement occurred. The chronic total occlusion was located in the mid to distal portion of the previously placed stents. Lesion was lasered and predilated with 2.0x30 balloon. The resolute onyx 2.0x30 stent was advanced into the mid lad, but was unable to advance into position. The stent balloon was pulled back and the stent was noted to have been removed from the delivery device prior to deployment. There was an attempt to entangle the stent with a non-medtronic wire, an attempt to balloon the stent and also to envelop stent with the balloon. All attempts were unsuccessful. The patient became sympathetic, medications were started and a temporary ventricular support device was placed. Patient is alive with injury.

Manufacturer narrative:
The stent dislodgement occurred during advancement into mid lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.